Manufacturer narrative:
A lumenis technical expert examined the subject device and confirmed reported malfunction. A review of ligthsheer duet product risk file shows this is an anticipated risk (# 3.1.2.2 in risk file rd-1084050_l) which has been quantified and found likely to lead to a serious injury if malfunction were to recur. Therefore, this complaint has been determined to be reportable per MDR decision tree. The risk has been characterized and documented as acceptable within a full risk assessment, therefore no corrective and/or preventive action is required. Should new information become available the complaint file will be updated accordingly and follow up MDR will be submitted.

Event description:
It was reported by a user facility that a et handpiece from a lightsheer duet laser system continued to fire even after the trigger button was released. No information regarding patient or device operator harm was received.